Event description:
A pt was in the radiant warmer. The rn at the pt bedside was preparing for a portable x-ray test. The overhead radiant warmer compartment was unlatched to move to the side of the bed to allow the x-ray machine to be placed over the pt's body. The rn noticed a burning smell in the vicinity and noted smoke coming from the rear aspect of the overhead radiant warmer compartment. The unit was unplugged from the wall. The pt was held in the nurses arms. The unit was removed from the nursery. The biomedical dept was contacted and came immediately to investigate. The pt was transferred to another radiant warmer. There was no injury to any pts or staff members. (B)(4).

Manufacturer narrative:
We are still investigating this reported incident. We will submit a f/u report as soon as we complete our investigation.